Event description:
It was reported that the user believed the device indicated low insulin, contacted support, and performed a cartridge refill without other supply changes; review during the call clarified the alert was an urgent low soon glucose alert while the cartridge showed adequate insulin remaining. Symptoms included hypoglycemia with a lowest reported blood glucose of 70 mg/dl, without reported associated clinical symptoms at the time of the call. Outcomes included self-treatment with oral glucose and stabilization of glucose to 83 mg/dl, with no hospitalization. Investigation included remote troubleshooting and user education regarding alert meanings and device status. Investigation of this case revealed no device malfunction, with insulin volume adequate and supplies not due for change; the issue aligned with an urgent low soon alert rather than a low insulin condition. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.